Event description:
When checking prior to implantation, water did not flow through the valve of the device. The surgeon had to use another valve in its place to complete the surgical procedure. No pt injury was reported.